Event description:
Customer's family member called lfs in 2002 on behalf of the customer alleging that they were unable to test on the meter due to the "apply sample" message. Per cust. Serv. Rep., the following information was documented: customer had symptoms of dry mouth and couldn't test on the meter because of the apply sample message. Ccr unable to determine if it was user error or malfunction. Several days after not being able to test on the meter and thought that their bg was high. Customer went to the doctor and their meter read so high (over 600) that it did not give a number. So they had a lab test done with a result of 621 mg/dl. The doctor gave the customer insulin and was sent home. The next day the customer's bg was still in the 500's (unknown where the test was done) and so they were hospitalized. "Customer is on insulin now." When the ccr had them turn on the meter, the code number did not show. Ccr unable to continue troubleshooting. "Customer may not be able to read well." Customer requesting a meter that is easy to use due to their shaking slightly. Ccr sent out a surestep meter. Unable to contact the customer or family member. Sending letter.